Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No trend is associated with reports of this type.